Event description:
It was reported that the plaintiff underwent a medically indicated revision surgery of the left hip implants on (B)(6) 2021 due to metallosis, elevated metal ion levels, pain, reduced mobility, osteolysis and cortical disruption involving the femoral neck. Primary bhr surgery was performed on (B)(6) 2015. It was not reported which device or devices were explanted. The health status of the patient is unknown.

Manufacturer narrative:
Reference number: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical document has been reviewed. However, it does not aid in determining a root cause for the reported metallosis, elevated metal ion levels, pain, reduced mobility, osteolysis and cortical disruption involving the femoral neck. Further, it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.